Event description:
It was reported that the atrial lead had become dislodged. The lead was capped and replaced. The patient was doing great post procedure with no adverse events.

Manufacturer narrative:
(B)(4).